Event description:
Reported that meter would not power on. This issue was not resolved with troubleshooting. Med affairs specialist was unsuccessful in contacting the pt for more clinical info. Per the initial info provided by the pt. Pt was taken to the e.r. Where pt's blood glucose result was 500 mg/dl and was given 70/30 insulin. There is insufficient info about whether the pt had attempted to use the meter that day prior to be taken to the e.r. Also unk how long the pt had the power issue with the meter. This case is reported as a meter malfunction since the power issue was not resolved. A replacement meter was sent to the pt. Also, a letter was sent to try and contact the pt.